Event description:
It was reported that customer observed large air bubbles in cartridge during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer followed steps to remove air bubbles, resumed insulin therapy once large bubbles were no longer present, and worked with technical support for clinical troubleshooting, after which replacement pump was arranged with shipping confirmed. Customer will continue to use current pump.